Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as there is no indication the iol was implanted. Section d-6b date explanted: not applicable as there is no indication the iol was implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dib00 model intraocular lens (iol) was completely in the patient's eye however, the device did not work as intended. The injector was stuck to the lens and would not let go of the iol. The surgeon has to use a second instrument to detach the injector from the iol. It is unknown if the procedure was completed using another iol. Patient prognosis post-procedure is also unknown. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 10-sep-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity handpiece was received inside the original folding carton. During a visual inspection, the device was inspected under magnification. The cartridge tip was slightly deformed and damaged. Viscoelastic residue was observed inside the cartridge. The plunger rod was inspected revealing damage along the side of the plunger rod. The lens module was opened and inspected, and no issues were identified. The handpiece was inspected, and no issues were identified. No lens was received for evaluation. Reported complaint "delivery issues" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.